Event description:
Physician was using laser to remove hair at eyebrow edge. Md removed protective eyewear and replaced with double layered wet gauze and had pt place hands over pads during few shots fired. Pt left without complaint, for 1 hour drive home. Several weeks later, pt called physician to report pain in eyes and misshapen pupils. Was advised to consult with ophthalmologist. Pt reported that ophthalmologist said "pigment was falling off." Physician was using laser in a manner contrary to operator's manual and instructions which specify not to use laser within orbital ridge and to always use protective eyewear during procedure. Attempting to obtain add'l info from physician, ophthalmologist, and pt.